Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter occurred during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "catheter defects between needle and silicone with various cracks. Information received by email on (B)(6) 2019: the defect happen during the punction, there was no drug used until the moment that the defect was noticed. The defective sample was discarded, but representative samples from the same lot number will be collected."

Event description:
It was reported that a defective catheter occurred during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter. "Catheter defects between needle and silicone with various cracks. Information received by email on 8/26/2019: the defect happen during the punction, there was no drug used until the moment that the defect was noticed. The defective sample was discarded, but representative samples from the same lot number will be collected."

Manufacturer narrative:
H.6. Investigation summary: five samples were received of unused product in closed packaging, catalog: 38831114, lot: 9059667. According to visual analysis of samples under increasing coordinate measuring equipment (three-dimensional), it can be observed in one of the samples analyzed, a small damage to the catheter tip that may be related to the client's report, confirming this complaint. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see section h.10.